Manufacturer narrative:
Date sent to the FDA: 12/13/2007. Conclusion - the product upon which this medwatch is based has been received, however the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted. This review did not identify any non-conformances and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, low torque occurred and the disposable hand piece seized up when cutting on the lower power settings in the counterclockwise motion. Once the settings were increased, the disposable hand piece stopped seizing up and the procedure was successfully completed with no adverse pt consequences. The customer reported, that the coupler on the motor drive unit may be misaligned.